Manufacturer narrative:
The alleged incident was reported by a dealer servicing the chair. The patient gave conflicting accounts of the incident, that the unit was turned on and that the unit was turned off when she exited the chair. We have tested the joystick that was involved in the incident. The on/off switch works properly. We contacted the joystick/controller manufacturer and confirmed that if the joystick switch is in the off position, the chair cannot move. We believe the patient contacted the joystick and caused the chair to move forward. The owner's manual states, "warning: keep the power button in the off position at all times when stopped or when getting on and off the wheelchair. Sudden accidental movement of the wheelchair will be avoided with the power switch is the off position". There is a comment that the leg riggings do not fit her properly. We believe the chair controls were working properly. The patient, against warnings, did not have the unit turned off when she attempted to exit. Contact was made to the joystick resulting in the wheelchair moving forward causing the incident. Therefore we believe the incident is a result of user error.

Event description:
It is alleged, the patient stated she was stepping off her footrest with her weight on her right foot and leaned on the armrest to stabilize her and that's when the wheelchair took off. This resulted in a broken leg.